Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported through the open study, a female patient had a right superficial femoral artery dissection outside of one of the stents after post-dilation. The event was reported to have been moderate in severity. The patient had a second flexible stent placed to repair the dissection. The event was determined to be definitely related to the procedure and possibly related to the device. Approximately a month after the index procedure, the patient was admitted for removal of a biliary stent and sludge from debris from the bile duct due to occlusion. The event was determined to be unrelated to both the device and the index procedure. The patient was discharged on the same day without any complications. Approximately six months after the index procedure, the patient experienced recurrent right calf claudication. An ultrasound was done on the same day, revealing stenosis in the right iliac artery and superficial femoral artery (sfa) stents. The patient was admitted a month later and had two non-cordis stents overlapping with each other placed in the mid-sfa. The event was determined to be definitely related to both the index procedure and to the device. The patient was discharged home on the same day of the procedure without complications. Approximately a year after the index procedure, the previously stented segment of the right superficial femoral artery contains diffuse 90% in-stent re-stenotic disease. A non-cordis wire was advanced through the stenosed region and excisional atherectormy was performed with a large vessel non-cordis catheter advanced on 10 occasions across the length of the stented segment. The event was determined to be not related to the procedure and possibly related to the device. Then, approximately seventeen months after the index procedure the patient experienced in-stent restenosis of the right-superficial femoral artery. The event was determined to be unrelated to the index procedure but possibly related to the device. The event was resolved by an interventional therapy of atherectomy/drug coated balloon dilation of the right superficial femoral artery. Approximately a year and a half after the procedure, an angiogram revealed widely patent right common, internal and external iliac arteries. Likewise, the right common and deep femoral arteries are widely patent. The right superficial femoral artery is extensively stented and at the leading edge and the distal edge there 90% stenosis at each location. The patient underwent interventional therapy of atherectomy/drug coated balloon dilation of the right superficial femoral artery for treatment. The event was determined to be not related to the procedure but possibly related to the device. The patient met all the inclusion and exclusion criteria for this complaint. The target lesion is in the mid sfa. The length is 50mm and the reference diameter is 6.5 mm. The stenosis rate is 80% with minimal calcification. A puncture was made with a 6f sheath in the left common femoral artery (cfa). The lesion was pre-dilated with an unknown balloon catheter. A 6x120mm flex stent was successfully deployed at the lesion and post-dilated with a 5x60mm balloon at 8 atm. The residual stenosis is 0%. No adverse events occurred during the procedure. There were no adverse events reported. The patient completed the study. No other information was reported. The device was not returned for analysis. A product history record (phr) review of lot 1403813 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿in-stent arterial restenosis¿ could not be confirmed as the device was not returned for analysis and procedural films were not received. The exact cause could not be determined. Thrombosis, stenosis, and/or restenosis are commonly indicated events. Patients that require stents typically exhibit signs of thrombosis and restenosis prior to receiving these devices. Reports of these conditions after the device has been successfully deployed have not been linked to known manufacturing processes or criteria of the stent. According to the instructions for use, which is not intended as a mitigation, the following events are amongst those listed as potential adverse effected secondary to intravascular stent implantation: arterial occlusion/thrombus, remote from puncture site, arterial occlusion/restenosis of the treated vessel, embolization, arterial, ischemia/infarction of tissue/organ, venous occlusion/ thrombosis, remote from puncture site. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Additional information received indicates that approximately seventeen months post index procedure the patient experienced in-stent restenosis of the right-superficial femoral artery. The event was determined to be unrelated to the index procedure but possibly related to the device. The event was resolved by an interventional therapy of atherectomy/drug coated balloon dilation of the right superficial femoral artery. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the open study, a female patient had a right superficial femoral artery dissection outside of one of the stents after post-dilation. The event was reported to have been moderate in severity. The patient had a second flexible stent placed in order to repair the dissection. The event was determined to be definitely related to the procedure and possibly related to the device. Approximately a month after the procedure, the patient was admitted for removal of a biliary stent and sludge from debris from the bile duct due to occlusion. The event was determined to be unrelated to both the device and the index procedure. The patient was discharged on the same day without any complications. Approximately six months after the procedure, the patient experienced recurrent right calf claudication. An ultrasound was done on the same day, revealing stenosis in the iliac and superficial femoral artery (sfa) stents. The patient was admitted a month later and had two non-cordis stents overlapping with each other placed in the mid-sfa. The event was determined to be definitely related to both the index procedure and to the device. The patient was discharged home on the same day of the procedure without complications. Approximately a year after the procedure, the previously stented segment of the right superficial femoral artery contains diffuse 90% in-stent re-stenotic disease. A non-cordis wire was advanced through the stenosed region and excisional atherectomy was performed with a large vessel non-cordis catheter advanced on 10 occasions across the length of the stented segment. The event was determined to be not related to the procedure and possibly related to the device. Approximately a year and a half after the procedure, an angiogram revealed widely patent right common, internal and external iliac arteries. Likewise, the right common and deep femoral arteries are widely patent. The right superficial femoral artery is extensively stented and at the leading edge and the distal edge there 90% stenosis at each location. The patient underwent interventional therapy of atherectomy/drug coated balloon dilation of the right superficial femoral artery for treatment. The event was determined to be not related to the procedure but possibly related to the device. The patient met all the inclusion and exclusion criteria for this complaint. The target lesion was located in the mid sfa. The length was 50 mm and the reference diameter was 6.5 mm. The stenosis rate was 80% with minimal calcification. A puncture was made with a 6f sheath in the left cfa. The lesion was pre-dilated with an unknown balloon catheter. A 6 x 120 mm flex stent was successfully deployed at the lesion and post-dilated with a 5 x 60 mm balloon at 8 atm. The residual stenosis was 0%. No adverse events occurred during the procedure. There were no adverse events reported. The device was not returned for evaluation as it remains implanted. A review of the manufacturing documentation associated with lot 1403813 presented no issues during the manufacturing process that can be related to the reported event. Without the return of the device for analysis or procedural films, the reported events could not be confirmed and the exact cause could not be determined. Restenosis and arterial dissection are known potential adverse events associated with implanting stents. Restenosis is often associated with the progression of artery disease. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent and instigate vessel remodeling around the stent, producing gaps between the stent and the vessel wall. The thickening and decreased lumen space leads to poor circulation of blood in the arteries of the legs which may have led to the intermittent right calf claudication experienced by the patient. A dissection is a tear within the wall of the blood vessel which allows blood to separate the wall layers. The blood can then become trapped and bulge causing a narrowing or blockage of the vessel. The removal of an already implanted stent is contraindicated in the IFU. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. (B)(4).

Event description:
As reported by the open study, a female patient had a right superficial femoral artery dissection outside of one of the stents after post-dilation. The event was reported to have been moderate in severity. The patient had a second flexible stent placed in order to repair the dissection. The event was determined to be definitely related to the procedure and possibly related to the device. Approximately a month after the procedure, the patient was admitted for removal of a biliary stent and sludge from debris from the bile duct due to occlusion. The event was determined to be unrelated to both the device and the index procedure. The patient was discharged on the same day without any complications. Approximately six months after the procedure, the patient experienced recurrent right calf claudication. An ultrasound was done on the same day, revealing stenosis in the iliac and superficial femoral artery (sfa) stents. The patient was admitted a month later and had two non-cordis stents overlapping with each other placed in the mid-sfa. The event was determined to be definitely related to both the index procedure and to the device. The patient was discharged home on the same day of the procedure without complications. Approximately a year after the procedure, the previously stented segment of the right superficial femoral artery contains diffuse 90% in-stent re-stenotic disease. A non-cordis wire was advanced through the stenosed region and excisional atherectomy was performed with a large vessel non-cordis catheter advanced on 10 occasions across the length of the stented segment. The event was determined to be not related to the procedure and possibly related to the device. Approximately a year and a half after the procedure, an angiogram revealed widely patent right common, internal and external iliac arteries. Likewise, the right common and deep femoral arteries are widely patent. The right superficial femoral artery is extensively stented and at the leading edge and the distal edge there 90% stenosis at each location. The patient underwent interventional therapy of atherectomy/drug coated balloon dilation of the right superficial femoral artery for treatment. The event was determined to be not related to the procedure but possibly related to the device. The patient met all the inclusion and exclusion criteria for this complaint. The target lesion was located in the mid sfa. The length was 50 mm and the reference diameter was 6.5 mm. The stenosis rate was 80% with minimal calcification. A puncture was made with a 6f sheath in the left cfa. The lesion was pre-dilated with an unknown balloon catheter. A 6 x 120 mm flex stent was successfully deployed at the lesion and post-dilated with a 5 x 60 mm balloon at 8 atm. The residual stenosis was 0%. No adverse events occurred during the procedure. There were no adverse events reported.